Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Disposed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician used the trapezoid basket in an attempt to retrieve the stone. Reportedly, the wire in the handle was fractured in the process. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician used the trapezoid basket in an attempt to retrieve the stone. Reportedly, the wire in the handle was fractured in the process. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code 1069 captures the reportable event of handle cannula break. The returned trapezoid rx lithotripter basket was analyzed, and a visual evaluation noted that the handle cannula was pulled out of the finger ring portion of the handle assembly. Both dimples from the screws were visible at the proximal section of the handle cannula. Drag marks were present from dimples towards the proximal end as the handle cannula had been forcibly pulled out from the set screws. Distal and proximal set screw depth was measured and were found to be within specifications. A functional evaluation was not performed due to the device condition. Based on the available information, the investigation concluded that procedural and anatomical factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device can lead to the handle cannula pulling out from the finger ring. The drag marks in the handle cannula indicate that excessive force was applied to the handle to crush the stone resulting in handle cannula detachment. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.